Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt was explanted due to lack of efficacy. It is not known if the pt ever experienced any efficacy with the vns therapy system. The explanted generator has been returned and is currently in product analysis. Further attempts for info are in progress.